Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was greater than 60 degrees. It was reported that there was a type ia endoleak after the stent graft was implanted. Another manufacturer¿s cuff was implanted and the endoleak decreased considerably. No further intervention was performed. The physician stated that due to the angulated neck, the stent graft could not perfectly seal the neck, specifically in the greater curvature. Also, the physician commented that a larger diameter stent graft could seal the neck better. It was confirmed that the endoleak was found to have resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).